Manufacturer narrative:
The reported event was unconfirmed. Received (5 photo samples). First photo sample shows top view of two catheters with one syringe. The second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. The fourth photo shows the end of catheter with deflated balloon. The fifth photo shows the inflation valve cap. Visual evaluation of the returned sample noted two opened (without original packaging), used silicone foley and one syringe. Visual inspection of the sample noted that the thermistor arm from sample (1) had been cut. Using the return syringe both catheter balloons was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and rested with no leaks. The balloon concentricity was ok. The returned syringe was connected to sample #1 and an inhouse syringe was connected to sample #2, both passively deflated in under 5 minutes with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the second day after use, the foley catheter was fell out and the sterile water in the balloon was lost.

Event description:
It was reported that on the second day after use, the foley catheter was fell out and the sterile water in the balloon was lost.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.